Manufacturer narrative:
The reported issue that there was a missing battery error message event during use was confirmed via log analysis; however the event was found not reproducible during extensive testing of the received pcu device. ¿ vibration testing and approximately 550 hours of continuous operation was unsuccessful in replicating a missing battery message alarm. ¿ the inspection process did not find any potential contributing factors. ¿ the device service history showed the device had been in use for over a year since its last servicing for a similar reported issue suggesting the issue may be very intermittent. ¿ communication with engineering associated with the group (dl-escalations-infusion-electrical) provided feedback that if the battery pack and battery harness are without issue then there may be a problem with the power supply board. Since the investigation could not identify a cause, cad is recommending that the battery harness and power supply board be replaced as a preventative measure. ¿ cad will retain the battery harness and power supply board should there be additional investigation warranted for this issue. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement

Event description:
It was reported that the device gave an error message "missing battery" while being used on a patient. It was noted that the device is has battery installed on it and charge. The event occurred in neonatal intensive care unit (nicu). There was no patient injury.